Event description:
It was reported that during a laparoscopic cholecystectomy, the device is leaking from the stopclock and not going through the needle. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.